Event description:
A report was received that the patient was experiencing charging issues and pocket site discomfort. It was believed that the ipg was not in an ideal location. The patient underwent a pocket revision procedure and was reportedly doing well postoperatively.